Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high-rate issue. This investigation is ongoing.

Manufacturer narrative:
The customer informed the field service engineer (fse) on 13may2024 that the device had been connected to wall oxygen and there were no more error codes produced. The customer stated that the device is no longer down for repair, and that service and repair was no longer required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.